Event description:
It was reported that the patient had an infection at the ipg site. Symptom of a not fully healed incision was noted. The infection was not device nor procedure related and the cause was unknown. The physician believed that the patient was a poor surgical candidate. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg and leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred the first few weeks after initial implant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: (B)(4).